Event description:
We, the manufacturer, have received an online warranty enquiry regarding a defective component for our device. Following our enquiries, we learnt that there was a problem during a therapy session with this device. Our customer claimed that a fault had occurred during a therapy session with a patient at home, which led to a change of the therapy device. Based on the information available, we know that this device detected a fault in the hose system, which resulted in a continuous alarm.

Event description:
We have received information about a potential incident and and would like to inform you about it. At the moment we do not have exact information about this potenital incident. We have tasked our technical support to gather further information about this potential incident. This event occured in oman. As soon as we can provide further information about the evaluation, we will inform you about a final report.